Manufacturer narrative:
The underlying cause documented on the irs or return fields in oracle is identified as: scrap. Internal battery low.

Event description:
Mpj is not holding programming. The dealer stated the patient can turn the chair off and back on again to get it moving.